Event description:
On (B) (6) 2008, the patient was implanted with an scs system. It was reported that the patient lost stimulation. An x-ray indicated, the leads migrated. During the surgery to replace the migrated leads, it was reported that there was too much scar tissue to implant another lead. The implanted leads were explanted and discarded by the surgery technicians.

Manufacturer narrative:
The device history and sterilization records were reviewed. The reviewed device history and sterilization records were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.